Event description:
It was reported that a home patient (hp) experienced a missing blue pull ring on the patient line while using the homechoice device, during priming. The hp was not connected at the time of the event. During troubleshooting, it was noted that the hp was having issues understanding and completing the priming process on the homechoice device. The technical service representative reviewed proper procedures with the hp, assisted the hp to prime the lines and use the appropriate devices, and advised the hp to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.